Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone #: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water could not be cooled down, the reading of chiller temperature (t4) was not changing in an arctic sun device. Possibly malfunction of the chiller compressor. Per review of wo on 11apr2025, device was used on patient. Sudden cardiac arrest patient, at the end of ttm during normothermia phase. No injury with replacing another arctic sun unit.

Event description:
It was reported that the water could not be cooled down, the reading of chiller temperature (t4) was not changing in an arctic sun device. Possibly malfunction of the chiller compressor. Per review of wo on (B)(6) 2025, device was used on patient. Sudden cardiac arrest patient, at the end of ttm during normothermia phase. No injury with replacing another arctic sun unit. Per follow up information received via mail on 14apr2025, this device would be sent to dymax, us to repair. The device was still malfunction. Not yet repaired. The cardiac arrest patient needs to receive therapeutic hypothermia and needs ttm. Ttm did not cause cardiac arrest.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed chiller. Water could not be cooled down, the reading of t4 temperature is not changing. Chiller assembly was replaced. Coin cell batter was replaced due to age. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. A review of the risk document (B)(4), was performed for this investigation. The reported event is addressed in step # (B)(4). Based on this review the risk is within the expected range. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions are needed. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.